Event description:
The customer reported the backup battery is depleted. The manufacturer's field service engineer (fse) reported the ventilator alarmed battery not connected at start up. The customer reported there was no patient involvement.